Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument and performed several troubleshooting measures, including adjustment of the cuvette washer assembly (c-35016546-01), which resolved the issue. A review of the alinity c processing module, serial number (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the cuvette washer assembly. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual and alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of cuvette washer assembly. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(6), or the cuvette washer assembly.

Event description:
The customer observed falsely elevated creatinine results generated from alinity c processing module for multiple patients. The one result example provided were: on (B)(6) 2024 sid (B)(6) creatinine initial =261.11 umol/l /repeated on (B)(6) =78.97 umol/l laboratory reference range for creatinine=45 to 90 umol/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated creatinine results generated from alinity c processing module for multiple patients. The one result example provided were: on (B)(6) 2024 sid (B)(6) creatinine initial =261.11 umol/l /repeated on (B)(6) =78.97 umol/l laboratory reference range for creatinine=45 to 90 umol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.